Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32-33 mg/dl with trace ketone levels; cause was not known. Customer consumed carbohydrates to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with short term intravenous insulin and manual injections. Customer has not been released from the hospital. The issue was resolved. Reportedly, customer has addison's disease. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.